Event description:
As reported, during an unspecified procedure on (B)(6) 2022, the bard/davol optifix straight fasteners would not fixate the mesh. It was reported that all loose/proud fasteners were removed from the patient body and another optifix device was used to complete the case. There was no reported patient injury.

Manufacturer narrative:
Evaluation of the returned sample finds for a bent guide wire and bent back up tabs at the cannula tip. The reported and found performance issues is a known result of the bent guide wire/tabs. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause of the bent guidewire and backup tabs were found to be from applied forces when in use. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in september, 2021. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Sample evaluated.